Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed cs 078 alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test verified a leak at the battery compartment. The battery compartment was found to be cracked along the side of the pump. The pump was opened and there was moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a 078 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.